Event description:
It was reported that the patient¿s stimulator quit working about a week ago. It was noted, the patient had been taking pain pills to get by and could barely feel stimulation. The reporter noted, the patient could feel just a little stimulation in her left leg and usually felt stimulation mostly in her low back and up to her bra line and in her thighs. It was noted, the patient tried increasing stimulation and it did not help. The reporter noted, there were no falls or trauma. When syncing with the implantable neurostimulator (ins), the patient saw the stimulation on icon and group a program one at 3.10. When the patient arrowed down to the program row and pushed the navigation button to the left and right, it stayed on program one. It was noted, the patient hadn¿t changed groups and the last time the patient was reprogrammed was several months prior to the report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).